Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's physician called and reported the customer was brought to the emergency room by emergency medical services. Customer's blood glucose was in the 40 to 49 mg/dl range. It was advised that the customer could call to perform troubleshooting on the insulin pump.